Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s wife) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioflex meter continued to display the apply sample message instead of counting down and providing a result after a sample had been applied to the test strip. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that starting on an unknown date, when the patient attempted to test his blood glucose level, the meter continued to display the apply sample screen after blood had been applied to the test strip. The patient manages his diabetes with insulin. The reporter stated that as a result of the alleged issue, the reporter did not know how much insulin to administer. She reported that an unknown time after the start of the issue, the patient became ¿tired and lethargic¿. The reporter was unwilling to say whether the patient received any treatment for his symptoms. During troubleshooting, the reporter confirmed that the patient had not been using the meter for the first time. The cca noted that the patient was using the correct test strips; however, the patient had followed incorrect testing steps as he had been applying blood to the top of the test strip. The cca offered to walk the patient through a retest, but the offer was refused as the patient was resting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Tired and lethargic, after obtaining the apply sample message on the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation from being physically investigated. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.